Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown cage/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on (B)(6) 2021, the patient underwent revision surgery in order to treat adjacent segment disease. An implanted cage and skyline screw had to be removed to stabilize the spine with a longer construct. The skyline plate remains in the patient. Patient status and surgical outcome are unknown. There is no further information available. This report is for an unknown cage. This is report 3 of 3 for (B)(4)..